Event description:
The customer reported that the system was intermittently displaying error messages which required the customer to reboot the system. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced, the system was then found to be operating as intended.